Manufacturer narrative:
The delivery pusher was returned for evaluation. The delivery pusher exhibited excessive damage with the most distal portion removed and not included. The end of the pusher (returned portion) had evidence of being torqued (twisted) which is contrary to product labeling addressed in the device instructions for use. The implant was not included for evaluation as it remains within the patient. The root cause of the non-detachment could not be determined. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil did not detach. Another detachment controller and a solitaire detachment system was tried unsuccessfully. The device was torqued (twisted) directly with counter clock rotation to detach the implant from the delivery pusher. A portion of the delivery pusher was broken and remained in the internal carotid artery. A stent was deployed as part of the original treatment plan. No patient injury was reported.